Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during testing, the ok keypad button was intermittently unresponsive; all other keypad buttons responded properly. The keypad cover was removed and contamination was found under all button contacts. The ok button contact was also found to be inverted. Unrelated to these issues, the keypad was observed to be torn over the ok button. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a keypad button response issue, an inverted keypad button contact, and contamination under keypad button contacts. This report is made based on results of investigation completed on (B)(4) 2014.